Event description:
It was reported that during aaa the suture was fraying. A new box was opened and used to complete the case. There were no adverse pt outcome. Surgery time was extended by 5 minutes.